Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the pump had suction alarms when running at p-2. The pump was repositioned multiple times and did not resolve. The medical team made a plan to explant the pump due to the low pump flow. The patient was successfully weaned and explanted. There was no harm to the patient reported.

Manufacturer narrative:
H6 health effect - impact code 4628 was missing on manufacturer device report 1220648-2024-24133.